Event description:
It was reported that after a non-device related surgery wherein an electrocautery was used, the patient experienced an inadequate stimulation, and the implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that after a non-device related surgery wherein an electrocautery was used, the patient experienced an inadequate stimulation, and the implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7091308/7090289. UDI: (B)(4).